Event description:
Company representative reported on behalf of patient, "my breast implants from the manufacturer allergan have been removed." Patient later reported "displaced or twisted", and "had leaks including capsular fibrosis." Record is for right side. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4.

Event description:
Company representative reported on behalf of patient, "my breast implants from the manufacturer allergan have been removed." Patient later reported "displaced or twisted", and "had leaks including capsular fibrosis." Record is for right side. The device has been explanted.

Manufacturer narrative:
The event of "capsular contracture, baker grade unknown" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and device rupture

Event description:
Company representative reported on behalf of patient, "my breast implants from the manufacturer allergan have been removed." Patient later reported "displaced or twisted", and "had leaks including capsular fibrosis." Physician later reported rupture and capsular contracture, baker grade iii. Record is for right side. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo analysis completion: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ malposition: unable to observe since it is not related to the device. ¿ capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: a.2, b.3, b.5, d.1, d.4, d.6a, d.6b, g.1, h.4, h.6.